Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. Internal examination found calcium contamination in the device. The device's downloaded event log was reviewed by the third-party service center and 0 error was logged. During the evaluation of the device, there was no evidence of sound abatement foam degradation. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.